Manufacturer narrative:
(B)(4). Medical product: extra small right 3 inch length cemented interchangeable ulnar assembly: catalog#32810504302, lot#65171938. Report source: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right elbow arthroplasty. Subsequently, at a follow up appointment, it was determined that the axis pins had disassociated and were no longer locking the two components together. Approximately six weeks post-implantation the patient underwent revision surgery where the locking pins were replaced without complication. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photos showed the explanted pins in a plastic bag. However, as the product was not returned, further analysis could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report has been submitted to relay additional information. The following sections have been updated: radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial normal appearance of the right elbow arthroplasty with subsequent progressive disassociation of the outer and internal axis pins as noted. The reported event was confirmed through provided x-rays. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.